Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. Add'l pt/event details were requested, but not received at this time. Should add'l info become available, a f/u report will be submitted.

Event description:
The end user reported a red itchy intact area under the wafer after on day's wear. She also had red itchy areas to the abdominal skin fold, under arms and breasts. On (B)(6) 2014, a dermatologist, diagnosed as fungal infection and prescribed antifungal powder, fluocinonide and hydrocortisone cream.